Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "liner would not fit into 62mm psl shell. Surgeon opted to remove and put in a 36h liner and that worked out fine."